Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture on the atrial (ra) lead. No changes or intervention were reported. The patient condition was unknown.